Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, the patient was undergoing maintenance chemotherapy treatment in an outside hospital (the chemotherapy drug was vincristine, which was pushed intravenously through the PICC catheter on a regular basis every 10 days), the local nurse changed the medication in his PICC, and when he pushed saline intravenously, he found that there was fluid leakage at the puncture point, and after assessment, the patient was not given vincristine to push, and was advised to go back to the hospital where the tube was inserted to be treated. 2024-1-23 the patient was admitted to our department, and when he was pushing saline intravenously, there was fluid leakage at the puncture point, and chest radiography was given, which was not abnormal. Push saline, puncture point leakage of fluid, given chest x-ray, no abnormalities, considered catheter breakage, given extraction, tube extraction found, built-in 35 cm, at 34 cm catheter breakage, leakage of fluid.